Event description:
It was reported that patient presented remotely. Review of transmission revealed that the implantable cardiac monitor (icm) exhibited under sensing due to loss of contact. No intervention was performed. Patient's condition is unknown.